Event description:
The customer reported that the device is not alarming. It is unknown if the device was in use at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address state: 04.

Manufacturer narrative:
No functional analysis was carried out. The quote for the reported case expired. No work performed by philips. The cause of the reported problem was not confirmed. Philips was unable to confirm the final disposition of the device because the customer did not respond. If additional information is received the complaint file will be reopened.